Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in the (B)(4)): failure of emptying. Slow flow.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow up report will be provided after the inspection results become available.